Event description:
Insulation failure approximately 1 cm distal to the df-1 terminal pin of the rv defibrillator lead was noted at the time of generator change. Due to the proximity of the damage to the device header, the lead could not be repaired and necessitated replacement. The lead was cut distal to the bifurcation, capped, and abandoned in situ.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The lead was probably cut during the surgery. The insulation was found damaged 2.5 cm distal to the df-1 connector pin. The damage probably occurred due to mechanical stress. Due to the fragmented state of the lead, no further root cause inspections were feasible. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.